Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced issues with contrast, poor near vision and the inability to see through the lens. The iol was removed approximately 7 months after the iol was initially implanted. Additional information was provided indicating that in the surgeon's opinion, the iol did not cause or contribute to the event. In the surgeon's opinion cause of the event was that the patient could not tolerate a multifocal lens. The iol was exchanged for a monofocal and the patient's issues resolved.